Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. A review of the patient's lvad and controller log files confirmed many transient low flow fault flags that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm. Of these fault flags, many lasted over 10 seconds, triggering low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. No other atypical events were captured, and the pump appeared to function as intended at the set speeds. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10jul2021. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted with persistent low flows. The patient had pericardial effusion with pericardial window done on (B)(6) 2021. Volume replacement and blood pressure control administered. The low flows resolved.